Event description:
New information received notes the patient's atrial lead exhibited pacing inhibition. There were no patient consequences.

Event description:
New information received notes the patient presented in clinic with dizziness and lightheadedness. Due to the documented atrial lead noise, the atrial lead was deactivated and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported a patient's atrial lead presented with noise on automatic mode switch episodes. The healthcare provider suspected a possible insulation breach, an x-ray was performed. There was also low pacing impedance. No changes were reported. There were no patient consequences,